Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a power-on-reset (por). The patient was trying to connect to the implantable neurostimulator (ins) when the por was seen. There were no reported symptoms. The indication-for-use (IFU) was unknown. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.